Manufacturer narrative:
Concomitant products: w1dr01 ipg, implant date: (B)(6) 2021, 407652 lead, implant date: (B)(6) 2021. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high undefined impedance, impedance spike, high thresholds, no capture and noise. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.